Event description:
It was reported that a pt in a clinical research study had an episode of confusion with hallucinations and thought disorders necessitating prolonged hospitalization and pharmacological treatment post deep brain stimulator implant in 2007. This episode resolved at the end of the following month. No abnormalities of electrode parameters, contacts or locations were noted at that time. The therapeutic effects of dbs on his parkinson's disease (pd) symptoms were noted to be excellent. He had a psychiatric history remarkable for a single depressive episode 15 years earlier. Only after the postsurgical complication occurred, the wife and daughters of the pt stated that this episode was complicated by psychotic signs and agitation. Due to the postsurgical psychiatric complications, frequent follow-up visits with study doctors were scheduled; the patient was seen on five visits and had phone consultations when needed. The patient came to all visits except one. Three months later, the patient attempted suicide by intake of 6 pills of clozapine. He informed his wife, who contacted his general practitioner immediately. No medical intervention was deemed necessary and the general practitioner maintained phone contact throughout the following day and saw the participant the next day. He was dysarthric, bradykinetic, and had coordination difficulties at that time. The patient was seen by the general practitioner again on two days later, without any apparent clinical abnormalities. On the same day, the patient was seen by study doctors for the last time prior to his suicide. The patient complained of mild sleep problems and noted some problematic confrontations with his family. He was focused on resumption of professional work. His psychological examination showed no cognitive deficits; emotional modulation and resonance adequate; mood without evidence for depression; patient seemed somewhat strained; thinking without formal abnormalities. The participant did not mention his suicide attempt of three days earlier during that consultation. A week later, he was found by his spouse hanged in the family room. No note was found. His death was declared a suicide by legal authorities. According to a phone conversation with his daughter and spouse, the patient had been irritable and emotionally unstable before the onset of pd and was similarly, so after the surgery. The study doctors reported that the complete extent of the patient's psychiatric history was not communicated to them; neither before surgery, nor on the occasion of the prolonged postsurgical confusion, nor prior to the suicide attempt, nor after the suicide attempt.